Manufacturer narrative:
Block h6 device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6), 2025. During the procedure, the physician reported the anchor exchange failure to retrieve. No information about the procedure outcome was provided. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block h6 device code a1702 is being used to capture the reportable event of anchor exchange failure to retrieve anchor. Evaluation conclusion code d0301 is being used to capture the conclusion manufacturing deficiency. H2 during the product analysis, the device was observed without visual damages. However, during functional the anchor exchange was not able to hold the suture. Under a microscope the tip of the anchor exchange was inspected, and it was observed a huge gap between the housing and edge receptacle. Based on the analysis performed and all the information gathered from the customer, the overall conclusion code assigned will be "manufacturing deficiency". Since the problem is traced to manufacturing process.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025. During the procedure, the physician reported the anchor exchange failure to retrieve. No information about the procedure outcome was provided. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.